Event description:
Pt treated with a plate and screw construct for a distal femur fracture on an unk date. Pt bone noted as healed. Pt developed an infection of the foot that spread to the knee that was reportedly, unrelated to the hardware. Hardware was removed on (B)(6) 2012. Surgeon anticipates total knee replacement at unspecified time. This is the 3rd of 10 reports submitted on this event.

Manufacturer narrative:
The exact catalog number was not provided. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.